Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The control printed circuit board (pcb) has been replaced to resolve the issue and sent back for technical investigation. The returned pcb has been tested in a ventilator. It failed the pre-use check with flow transducer test. During ventilation it alarmed for a technical error that indicates a patient category mismatch between breathing and monitoring subsystems and o2 concentration high. During electrical measurements it was found that one of the output signals from an integrated circuit (ic) was always 4v. This ic is part of the buffers circuit and its output signals controls the gas modules. During breathing it should alternate between 5v and 0v. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Replacing this ic resolved the issue. The conclusion is that this ic is defective and caused the reported issue. However, it is not possible to find why it failed.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).